Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with minor scratches on lcd window.

Event description:
Customer called to report that the insulin pump has a blank display. Customer stated that the insulin pump was exposed to moisture. Customer's blood glucose reading was 118 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.